Event description:
The reporter indicated that a chest x-ray showed crush in the clavicular area. The atrial lead appears to have a 45 degree bend in it, and the impedance has declined from 600 to 260 ohms. Crosstalk annotation was observed on the "iegms". The ventricular lead exhibited intermittent oversensing, but its lead impedance is normal.